Event description:
A physician was removing the gloves after surgery and one of the gloves torn in the cuff area. Upon final removal of the glove the physician noted blood on the palm and fingertip areas. The pt was positive to hiv.